Manufacturer narrative:
Further troubleshooting was performed, and it was observed that the failure in the motor controller (mc) board is considered as the cause of the following errors, but further details are being investigated. "Check vent: 35v supply failed (diagnostic code: 111b), check vent: ovp circuit failed (diagnostic code: 1127), check vent: 5v supply failed (diagnostic code: 1118), check vent: 3.3v supply failed (diagnostic code 1117). This investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and determined that the cause was that it could not measure supply voltage, operational temperature or others properly due to a malfunction of the motor controller (mc) board. The asp replaced the mc printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while servicing in the mechanical engineer (me) room, it was discovered that when the device was turned it started alarming and getting a check vent: 5v supply failed", "check vent: 35v supply failed" and "check vent: ovp circuit failed" error message. The device kept operating when the alarms occurred. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation is ongoing.